Event description:
It was reported that the blade packaging would not open. No adverse consequences were reported.

Manufacturer narrative:
There were five items associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. An alternative packaging material has been implemented to address this issue.